Event description:
On 2/2/93 while using the device referenced above, rptr was seriously injured. After two add'l surgeries, months of therapy, years of misery and pain, large medical bills and loss of income, rptr has a right arm partially disabled.